Event description:
It was reported that there was a revision surgery on (B)(6) 2015 due to patient re-breaking ankle during a fall. The ankle was broken at points above and below where the original plate was implanted. Revision surgery performed. The hardware from original surgery was removed; no hardware failure noted, parts intact at explant. The patient was revised with new parts. There was no delay in surgery. Original surgery for first broken ankle took place on (B)(6) 2014. The patient¿s status/outcome is reported as successful. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product code: hwc. Expiration date: june 2023. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5mm lcp post lateral distal fibula plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.